Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient underwent a revision procedure side and date unknown. Poly wear was indicated by the surgeon. No further information known.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.